Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the first spinal surgery procedure to relieve a compression of the sciatic nerve was done on (B)(6), 2010. The patient was recuperating until on (B)(6), 2011, she awoke feeling discomfort in her back; she heard a clicking sound. Two days later on thursday (B)(6), 2011 she went to the emergency room where x-rays showed that one screw had fractured. Surgery to remove and replace the screw was done that day.